Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. A: pt data is confidential in france and therefore cannot be provided.

Event description:
It was reported that a pt was admitted to the ICU with septic shock and treated with noradrenaline. The pt's systolic arterial blood pressure had decreased despite an increase in noradrenaline dosage. The hospital contends that the pt data module (pdm) contributed to reported pulmonary edema, which resulted in intubation, as well as a reported myocardial infarction. According to the doctor, it was the aberrant blood pressure values on the pdm that led to incorrect treatment of the pt. The customer stated that the pdm, when used on another monitor, showed the same abnormal low values.